Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23342. It was reported that the patient presented in hospital for a device check. Upon review, pocket infection was observed and the implantable cardioverter defibrillator had eroded through the pocket. The implantable cardioverter defibrillator and the left ventricle lead were both explanted and a temporary device was implanted. Patient was stable.